Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while delivering insulin. Customer reported a blood glucose (bg) level of 160 (mg/dl). Customer cleared the alarm, loaded a new cartridge, and resumed insulin delivery.